Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.

Event description:
The customer reported that the insulin pump had button error alarm. The customer's blood glucose was unknown. The customer stated that the buttons were not pressed for three minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and had the incorrect aware date. The correct aware date is (B)(4) 2019.